Manufacturer narrative:
The date of the event is unknown at this time.

Event description:
It was reported via social media that a patient had a watchman laa closure device and at an unknown time, the patient died from complications of a stroke.